Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her left fallopian tube/essure micro- inserts had migrated into fallopian tube, causing perforation") in a female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: topamax, klonopin, wellbutrin and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and pelvic discomfort, vomiting ("severe cases of vomiting"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterus pain"), adnexa uteri pain ("ovarian pain") and nausea ("nausea"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vomiting and endometriosis was resolving, the dyspareunia, alopecia, allergy to metals and migraine outcome was unknown and the fatigue, headache, uterine pain, adnexa uteri pain and nausea had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, migraine, nausea, uterine pain and vomiting to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) of 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical record received: reporters, patient demographics, historical drug, essure lot number 761613 and events (hypersensitivity to nickel, dyspareunia (painful sexual intercourse), fatigue, hair loss, hysterectomy (full), migraines/headaches, nickel allergy, perforation: fallopian tubes) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her left fallopian tube/essure micro- inserts had migrated into fallopian tube, causing perforation") in an adult female patient who had essure (batch no. 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to avoid pregnancy: mirena from 2007 to 2009; for an unreported indication: venlafaxine, klonopin, topamax and wellbutrin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and pelvic discomfort, vomiting ("severe cases of vomiting"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterus pain"), adnexa uteri pain ("ovarian pain"), nausea ("nausea") and ill-defined disorder ("very ill"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vomiting and endometriosis was resolving, the dyspareunia, alopecia, allergy to metals, migraine and ill-defined disorder outcome was unknown and the fatigue, headache, uterine pain, adnexa uteri pain and nausea had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, ill-defined disorder, migraine, nausea, uterine pain and vomiting to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in march of 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc FDA codes entry incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her left fallopian tube/essure micro- inserts had migrated into fallopian tube, causing perforation") in a female patient who had essure (batch no: 761613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to avoid pregnancy: mirena from 2007 to 2009; for an unreported indication: venlafaxine, klonopin, topamax and wellbutrin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and pelvic discomfort, vomiting ("severe cases of vomiting"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), uterine pain ("uterus pain"), adnexa uteri pain ("ovarian pain"), nausea ("nausea") and ill-defined disorder ("very ill"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vomiting and endometriosis was resolving, the dyspareunia, alopecia, allergy to metals, migraine and ill-defined disorder outcome was unknown and the fatigue, headache, uterine pain, adnexa uteri pain and nausea had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, ill-defined disorder, migraine, nausea, uterine pain and vomiting to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in march of 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received, event added: very ill. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her left fallopian tube/essure micro- inserts had migrated into fallopian tube, causing perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and pelvic discomfort, vomiting ("severe cases of vomiting") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vomiting and endometriosis was resolving. The reporter considered endometriosis, fallopian tube perforation and vomiting to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.